Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl. The customer alleged that the pump was not working and not delivering insulin. The customer contacted emergency medical services and was taken to the emergency room (ER). Bg was treated with manual insulin injection. Reportedly, the customer left the ER 5 hours later in better condition (bg 180 mg/dl). The customer reverted to an alternate pump for insulin therapy.